Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What tissue dehisced? Please provide further description on the burst abdomen. What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Onset date/time of dehiscence? (# post op days) did the burst abdomen occur during the initial procedure or post-op? How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. If surgical intervention was required for the burst abdomen, was it provided during the initial procedure or during a 2nd procedure? Did the suture break intra-op during the initial procedure or post-op? Please describe the appearance of the suture during the second procedure, if applicable. Were there any patient stress factors that precipitated the event of suture breakage? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code? Surgeon's name? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a laparoscopic rectopexy on an unknown date and suture was used. The patient experienced complications because of suture breakage - burst abdomen. It was reported that the patient is ok. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure (not available) date of index surgical procedure? (Not available) the diagnosis and indication for the index surgical procedure? (Not available) on what tissue was the suture used? (Rectus sheath) what tissue dehisced? (Not available) please provide further description on the burst abdomen. (No burst abdomen happened in this case) what was the tissue condition (normal, thin, calcified, fragile, diseased)? (Not available) how was the suture placed (interrupted or continuous)? (Continues) how was the suture tied (square knot or multiple knots one end)? (Not available) did the burst abdomen occur during the initial procedure or post-op? (Not available) how was the dehiscence managed? (Not available) please describe any surgical intervention required for the wound dehiscence including date and findings. If surgical intervention was required for the burst abdomen, was it provided during the initial procedure or during a 2nd procedure? (Not available). Did the suture break intra-op during the initial procedure or post-op? (Not available). Please describe the appearance of the suture during the second procedure, if applicable. (Not available). Were there any patient stress factors that precipitated the event of suture breakage? (Not available). Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? (Not available). Other relevant patient history/concomitant medications? (Not available). What is the physician¿s opinion as to the etiology of or contributing factors to this event? (Not available). What is the patient's current status? (Patient is okay). Product code? (Nw833) if applicable, will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.